Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient rep states having a heart monitor for the past couple weeks and noticed patient was leaning to the right while eating and was drooling. Rep wondering if her heart monitor could affect the patient's dbs. Rep states not having the heart monitor any longer and the patient is doing fine. Rep confirmed the implantable neurostimulator (ins) was on and states the settings had not changed. Rep has informed the neurologist and patient is having occupational and physical therapy.